Event description:
The caller stated the suction cups are not sticking to the tub. Customer called back and spoke to another rep and advised the product is actually a nova brand. She states she had the instructions from her old invacare model, which broke a few years ago, and she got the nova as a replacement. She alleged that in the nova model she had fallen and hurt her shoulder, but she was having a rough time explaining that to the csr. The customer was unable to provide a lot or model from the nova bench. The invacare bench is no longer in service and a serial number will not be available. Invacare prid#(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).